Manufacturer narrative:
Physio control performed an initial evaluation of the customer's device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not deliver defibrillation energy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and was not able to verify the reported issue. The likely root cause of a power off event or no defib energy delivered is using 2 batteries from 2011 (old battery). Stryker recommends replacing batteries after 2 years. Old batteries can all increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. The customer purchased a replacement unit and this unit was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not deliver defibrillation energy. There were no reports of patient use associated with the reported event.